Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 185 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.